Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was further reported that the right atrial (ra) lead exhibited chronically high thresholds, intermittent under-sensing of atrial channel on episode electrograms (egm) and potential external noise on atrial channel. The ra lead remains in use. No further patient complications have been reported as a result of this event.